Event description:
It was reported that the tracheostomy tube was placed by an ent locum tenens on the (B)(6)specialist rehabilitation unit for brain injuries. It reportedly started deflating but was left in the patient, who is now reported to have aspiration pneumonia.

Manufacturer narrative:
(B)(4). The patient is reported to now be better after a five day course of tazocin and regular chest physiotherapy. The device reportedly remains in the patient and will not be returned for investigation.